Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed pump supplies to address the issue and resumed insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. A system check was performed with tandem technical support, the customer reported adding or removing insulin outside the loading sequence. Tandem technical support educated the customer that this is considered off label per tandem user guide.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka)